Event description:
It was reported the pt suffered a fall. Then two weeks later the pt began experiencing over-stimulation when he walks through metal detectors and store security sensors when stimulation is off. The over-stimulation stops afer approximately one minute. X-rays showed no anomalies. The pt wants to scs system to be explanted. The pt is pending an appointment with his physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.